Event description:
It was reported that patient presented in clinic for follow-up, oversensing of myopotentials and post-paced t-wave oversensing were. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.